Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents for this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging leaflet anatomy. The recurrent mitral regurgitation (mr) appears to be an outcome of the slda. Recurrent mr, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that a posterior flail was present. Two clips were successfully implanted, reducing mr to a grade of 1-2. The following day, echocardiography was performed and showed the second clip implanted (00305u134) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increased to a grade of 2. It was noted that the patient was doing very well; therefore, no additional treatment was performed. No additional information was provided.